Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensed noise. Technical services (ts) was contacted and discussed it could be due to electromagnetic interference (emi) and recommended possible follow up. This electrode remains in service. No additional adverse patient effects were reported.